Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the chest, which is off label usage of the device. On (B)(6) 2021, the patient got ¿low cgm values¿ (presumed to mean a low, unspecified bg level) but the cgm display showed a normal value of 135 mg/dl. The patient was on the street, fell, and was not responding to passersby who found her and then called for an ambulance. She had no injuries but was hospitalized for two days. The patient is mentally disabled from brain cancer and epilepsy and was unable to provide further information of the sequence of events including any treatment provided, stating she had thrown away the paper on which treatments and details were listed, and she could not remember. Her son stated that he also did not remember any further details. At the time of the report the patient was fine, and her glucose values had stabilized. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.